Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope, bradycardia, and hypotension. It was noted the patient's rate was in the thirties, which was below the programmed lower rate of the device. The patient required pacing from emergency medical staff (ems), and the clinician suspected abnormal function. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.